Event description:
It was reported that the patient has pain in right hip.

Manufacturer narrative:
The patient is 68 inches in height. An event regarding pain involving an restoration adm x3 ins 28/48 was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The device was not part of a recall. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. In this case additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. The following other devices were added in this report: modular dual mobility insert; cat# 626-00-42e; lot# 41348703, primary tritanium hemi cluster hole cup 54mm; cat# 502-03-54e; lot# mlr99v, 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mlnx63, 6.5 cancellous bone screw 16mm; lot# 2030-6516-1; lot# mldx7k, secur-fit max 132 hip stem #10; cat# 6051-1035s; lot# mleeav, delta c-taper head 28mm -2.5; cat# 18-28-3; lot# 41402401. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.

Event description:
It was reported that the patient has pain in right hip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker right hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.